Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. A review of returned product from the customer was performed visually. Inspection of the sample from the customer identified cut of the drainage tube. Functional testing of the device found leakage through the damaged tube and the complaint was confirmed. The exact root cause could not be determined for this issue. Possible root cause of the damage (cut) on the drainage tube could be either manufacturing error and/or issues in the user environment. During manufacturing operation device could be mishandled and operator could accidentally cut the drainage tube. Similar damage (cut) issue was related to an event within the user environment, mishandling by operator, after reaching the customer facility or damage prior to use. During the evaluation this issue was not confirmed with confidence and hence no corrective action was required at this time.

Event description:
"79-year-old female patient scheduled for nephrostomy change, an 8fr multipurpose catheter is requested and at the time of placing the patient and performing pyelography to observe its location, the radiologist realizes that the catheter is broken".

Event description:
"79-year-old female patient scheduled for nephrostomy change, an 8fr multipurpose catheter is requested and at the time of placing the patient and performing pyelography to observe its location, the radiologist realizes that the catheter is broken".

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.